Manufacturer narrative:
A steris service technician visited the facility on july 12, 2007. Preliminary inspection revealed a copper ferrule attaching a hydraulic hose to the table collapsed under a pressure of the liquid. Replacement parts have been ordered and table will be repaired. Customer has segregated the table in biomed department to prevent its use until table is repaired. A steris technician visited the facility on july 27, 2007 and reported that the following repairs were completed: installed new pipe and refilled sump with new hydraulic fluid, then bled air from system. Unit was then tested and found to be fully operational. The table has since been returned to use by the customer. There have been no other user reports of similar incidents involving orthovision tables. In addition, there have been no recent design changes or changes to parts or suppliers. A review of the final factory test record for this table indicates it passed inspection at all assembly steps and all test measurements were within specifications. Based on the above information, it is concluded that this is an isolated incident. In regard to preventive action, the assembler of this product was advised of this event and asked to be alert for any suspect parts, and if any are noticed to report such parts to the facility quality and engineering staff for evaluation. In addition, engineering reviewed the specifications for fittings and added an additional work instruction that the compress-align fittings used in the assembly process are to be tightened one (1) wrench turn on all sides to complete the seal, per the fitting manufacturer. The parts removed from the table are being returned to the montgomery facility for engineering evaluation for root cause determination. It is anticipated that this evaluation will be completed within 30-60 days depending upon whether or not a supplier evaluation of the items are needed. Should any additional corrective action be determined, this will be implemented.

Manufacturer narrative:
Evaluation of returned table parts confirmed that the copper tubing was not inserted properly into the ferrule, resulting in an over-tightened ferrule.no similar incidents have been reported involving ortho vision tables; this is considered to be an isolated event.

Event description:
Customer received two cases of needles that the packages were unsealed. (4 needles in each case).

Event description:
During final suturing of patient after dhs procedure (dynamic hip screw), the table dropped from a height of 40 inches approximately, down to its lowest level with the patient on the table anesthetized. Hydraulic fluid immediately leaked onto the or floor from the table. The patient did not leave the table. The surgeon signed off on his report that patient did not appear to receive any injury. This is a new table installed and inserviced, 2007. The hospital is familiar with the table having used our previous orthovision model for many years before replacing with this new one.